Event description:
A consumer reported that her thermometer had allegedly given false negative readings on their son. The consumer's son was seen by a school nurse reporting a fever and the consumer claims that the device was reading 4.5 degree lower than the patient's actual temperature. No medical assistance was sought at that time. A few days later, the consumer claims that the child was brought to the hospital and was diagnosed with a ruptured ear drum. The consumer is alleging that the false negative readings given by the fht-1000 caused a delay in medical attention. Kaz, USA inc. Has requested that the device be returned to our company for further investigation. As such, we have been unable to verify this claim at this time.